Event description:
A legal nurse consultant reported that a pt who had been treated with hyalgan experienced dizziness, passing out, falling on their face and injuring their teeth and shoulder. Hyalgan was initiated for osteoarthritis in 2002. The event occurred after an injection of hyalgan in an unspecified site. The physician and the nurse left the pt in the room alone. A few minutes later, the pt got up from their chair and felt dizzy when they walked. Theiy passed out and fell on their face. They lost several teeth. They injured their shoulder and had a long recovery. They were not hospitalized but were treated in emergency care. At the time of this report, they had recovered. The nurse legal consultant did not have the pt's chart at the time of the call and no other info was reported. She did not have the lot number. She had called to ask if pts require a period of observation after the injection. More info was requested and will be provided when available.

Event description:
Initial info was received by fax from product info on 3/10/2003 and by phone on 3/11/2003: a legal nurse consultant reported that a pt had been treated with hyalgan (sodium hyaluronate) experienced dizziness, passing out, falling on their face and injuring their teeth and shoulder. Sodium hyaluronate was initiated for osteoarthritis in 2002. The event occurred after an injection of sodium hyaluronate in an unspecified site. The physician and the nurse left the pt in the room alone. A few minutes later, the pt got up from their chair and felt dizzy when pt walked. Pt passed out and fell on their face. Pt lost several teeth. Pt injured their shoulder and had a long recovery. Pt was not hospitalized but was treated in emergency care. At the time of this report, pt had recovered. The nurse legal consultant did not have the pt's chart at the time of this call and no other info was reported. She did not have the lot number. She had called to ask if pts require a period of observation after the injection. More info was requested and will be provided when available.